Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (400 mg/dl-"high"). Additional information was not provided. The customer declined to provide further information or perform troubleshooting.